Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Petrillo, s (2019). One-staged combined hip and knee arthroplasty: retrospective comparative study at mid-term follow-up. Journal of orthopaedic surgery and research, 14:301. Https://doi.org/10.1186/s13018-019-1337-0. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02196 0001822565-2020-02197, 0001822565-2020-02199.

Event description:
It was reported in a journal article that the patient experienced a surgical wound infection within 1 month post implantation and was treated with antibiotics. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was revealed that the stem is winterthur design control (fitmore/cls) and will be filed under winterthur manufacturing number (B)(4).

Event description:
Upon reassessment of the reported event, it was revealed that the stem is winterthur design control (fitmore/cls) and will be filed under winterthur manufacturing number (B)(4).